Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a freestyle libre 2 sensor scan result of 57 mg/dl but no alarm for low glucose, even though the alarm threshold was set to 80 mg/dl and below. The customer did not experience any symptoms but was administered a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And an extended investigation has been performed for the reported complaint. There was no indication, that the product did not meet specifications. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported, receiving a freestyle libre 2 sensor scan result of 57 mg/dl, but no alarm for low glucose. Even though the alarm threshold was set to 80 mg/dl and below. The customer did not experience any symptoms, but was administered a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.